Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s healthcare provider (hcp) implanted the patient¿s 3rd implantable neurostimulator (ins) on the patient¿s beltline. For this reason, the ins was replaced 1.5 years later. Follow-up was performed to determine if any troubleshooting had been performed and what the results were of this historical event. This event will be updated if additional information is received.